Manufacturer narrative:
Concomitant medical product: dtba1d4 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of both electromagnetic interference as well as t-wave oversensing post ventricular pace. The patient is an avid woodworker and uses many power tools. The patient was advised on what tools to stay away from and distances to be away from their device. Reprogramming changes were made to increase the ventricular blanking post pace. The device and right ventricular lead remain in use. No further patient complications have been reported as a result of this event.